Event description:
It was reported that the physician successfully detached three coils in the vertebral artery (va) aneurysm. Angiography taken post coils placement revealed the right va was occluded with a clot. Following administration of reopro, angioplasty was performed to treat the vessel occlusion using a balloon catheter (subject device). However, a vessel dissection occurred following the angioplasty. The basilar artery (ba) was still filling with blood through the left va.

Manufacturer narrative:
Device manufacture date: unknown. Conclusion code: for anticipated procedural complication. Additional information regarding the event was requested and the following was determined: the nominal pressure of 3atm was applied during the angioplasty. The balloon was inflated twice. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.